Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that, at activation, in situ measurements showed 10 electrode channels with status hi and another 2 involved in a short circuit. Intra-operative measurement results were normal. Postoperative CT scan shows the active electrode is in the cochlea. No trauma has been reported.